Event description:
It was reported that the patient presented at a follow-up in clinic for an elective pacemaker replacement and lead revision procedure on (B)(6) 2023. Prior to the procedure, it was noted that the right ventricular (rv) lead exhibited intermittent capture and low pacing impedance. The physician then implanted a competitive left ventricular (lv) lead and connected this lead and the old rv lead to the patient's pacemaker. Programming changes were performed on the rav lead. The patient was in stable condition.